Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that the patient underwent an uneventful left lung lobectomy, wedge resection, and lymphadenectomy procedure. Four days after the surgery, the patient developed acute ischemia in the right upper extremity, and experienced pain, numbness, and decreased pulses. Imaging confirmed a right brachial thrombosis. An emergent thrombectomy was performed, successfully restoring perfusion, with motor and sensory functions returning postoperatively. Anticoagulation therapy was initiated, and the patient was discharged in stable condition, with no long-term complications reported. The physician confirmed there were no da vinci issues, malfunctions or alarms associated with the event.